Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ¿plugged in the charger and sparks flew out and the cable is no longer working¿. There was no reported adverse impact. Replacement cable was sent to the customer.